Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
During a follow-up maintenance request, the field service engineer (fse) identified one force bipolar instrument with broken energy cables at the jaws. It is unknown if the identified issue is related to a procedure or not.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged conductor wire at the distal clevis appearing loose causing the grip tips not to open and close correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged. The instrument passed the electrical continuity test. The instrument was tested on an in-house system and passed energy delivery testing in various grip orientations. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. Additional observation related to customer complaint: the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and t internal conductor wires were not exposed. The instrument passed the electrical continuity test and energy test.

Event description:
Refer to h11 for follow-up information.